Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported wearing aligners, but due to anterior-occlusion, when taking the aligners off and teeth come together. Bottom teeth are scraping the back of the top teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.